Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next one meter was tested with the in-house contour next test strips from lot # 7lpef08a, which gave satisfactory performance.

Event description:
At 6:33 a.m., the customer obtained blood glucose readings of 137 mg/dl on a contour next one meter and 81 mg/dl on a different meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.